Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unable to be powered on. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit was unable to be powered on. The customer stated they disconnected the alternating current (ac) power and the battery to power off the unit. The customer stated they calibrated the touchscreen in an attempt to resolve the reported issue. The customer also stated they could not reproduce the issue. The remote service engineer (rse) advised the customer to run the unit and perform a performance verification test (pvt). The unit then powered on by itself when the customer plugged into the ac power. The rse advised the replacement of the user interface (ui) printed circuit board assembly (pcba) and provided the customer with the part number of the ui pcba to order and replace. This investigation is ongoing.